Event description:
Reporter indicated that " ever since re-implant just doesn't know if the generator is working "for her son. The patient experienced " 5 seizures in 20 minutes" so caregiver believes that the device is not functioning like it used to.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.